Event description:
The customer reported experiencing unexplained and persistent high blood glucose values. Troubleshooting could not be completed because the customer did not have a tubing clamp. The customer also reported that a dome label sticker was missing, and the customer was advised that the insulin pump would need to be replaced as a result of this. The customer's blood glucose value was 215 mg/dl. No further information was provided.

Manufacturer narrative:
Missing end cap sticker noted. Passed displacement test, rewind test, basic occlusion test, occlusion test and excessive no delivery test. Intermittent fail on prime test due to faulty fsr. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and stained address label.